Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the stent was received in a fully deployed state and the delivery device was not returned. Visual and microscopic examination of the returned stent found no issues with the profile of the stent. The stent dimensions were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related. The dfu states "the wallstent rp endoprosthesis is indicated for use following suboptimal percutaneous transluminal angioplasty (pta) of common and/or external iliac artery stenotic lesions, which are ¿ 10 cm in length. The safety and effectiveness of the wallstent rp endoprosthesis for use at a lesion site within a vascular graft or at the anastomosis has not been established". However, the device was used during a transjugular intrahepatic portosystemic shunt (tips) procedure. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent appeared longer than anticipated. The lesion was located in a transjugular intrahepatic portosystemic shunt (tips). The 10x69mm wallstent iliac endoprosthesis stent system was advanced to the lesion. Once in position, the physician felt the stent was longer than expected. He removed the stent and deployed it on the table to confirm the size. He opted to completed the procedure with a different device. Approximately 30 minutes post deployment of the wallstent, outside of the patient, the stent was measured and was about 10mm longer than the label on the box. There were no patient complications reported and the patient¿s status is ok.

Event description:
It was reported that during a stenting treatment procedure, the stent appeared longer than anticipated. The lesion was located in a transjugular intrahepatic portosystemic shunt (tips). The 10x69mm wallstent iliac endoprosthesis stent system was advanced to the lesion. Once in position, the physician felt the stent was longer than expected. He removed the stent and deployed it on the table to confirm the size. He opted to completed the procedure with a different device. Approximately 30 minutes post deployment of the wallstent, outside of the patient, the stent was measured and was about 10mm longer than the label on the box. There were no patient complications reported and the patient's status is ok.